Manufacturer narrative:
Occupation is lay user/patient this event occurred in (B)(6). The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 9:00 pm, the result from the meter was 4.9 inr. At 9:54 pm, the result from the meter was 2.9 inr. The customer has a therapeutic range of 2.5-3.5 inr.